Manufacturer narrative:
(B)(4).

Event description:
Procedure type: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, "postoperative multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy." Primary disease: left auditory nerve tumor. On (B)(6), the suboccipital craniotomy was performed to reach the lesion under tentorium cerebelli, size of incision: 12.0 cm. On (B)(6), fluid retention was confirmed by CT and was diagnosed as cerebrospinal fluid leak. F/u on (B)(6), the pt recovered without aftereffect and was discharged.